Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, she was admitted to hospital due diabetic ketoacidosis. Customer stated her blood glucose were in the 280 mg/dl range. Customer stated she started vomiting at midnight saturday, and by monday she was completely disoriented. Customer stated she stopped checking her blood glucose at one point, as she was confused, and kept vomiting then falling asleep. Customer declined troubleshooting and is not returning the device for analysis.